Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 06/16/2020. Investigation conclusion: the customer¿s report of a crack at the end of the syringe tubing which resulted in a leak was confirmed to be a male luer break. Visual inspection as received confirmed the male luer was broken. Closer inspection under a lab microscope observed no stress marks or tool marks at the break site of the male luer. No further testing could be performed due to the broken male luer and the obvious leak that would occur from the break. Bd/tj manufacturing is aware of this type of damage to the male luer component p/n 1001-085-004. Bd r&d, product engineering and infusion disposables determined that the cracking and disintegration of the male luer can be caused by high amount of alcohol possibly from the use of alcohol cap/tip products. Bd has suggested the use of alternative extension sets to better meet the clinical needs and withstand the use of alcohol products. Device history record for model me2017 could not be performed due to no lot number being provided by customer. H3 other text : see h10.

Event description:
It was reported that a crack was found in the 60 in ultra minibore extension set tubing when the patient noticed it leaking. While attempting to remove it, the syringe's luer-lock broke in half, and while attempting to remove the broken half from the hub, it broke a third time, creating a hole in the tubing hub. The following information was provided by the initial reporter: "pt noticed a leak from his IV tubing. When this rn assessed tubing, a crack was noticed at the end of the syringe tubing. When this rn attempted to removed syringe tubing from primary line, the luer lock part of the syringe tubing broke in half. Part of the luer lock stayed attached the hub of the primary tubing. When this rn attempted to removed the broken half of the luer lock from the hub, it broke a third time, which caused a hole & opening within the hub of the primary tubing. The tubing continued leaking & was determined contaminated at this point. Pt's PICC line immediately clamped & tubing removed from room. This rn placed primary & syringe tubing along with broken pieces in a pt belongings bag and was placed on the hook of nancy tena's office door. Clinical engineering was paged to pick up."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a crack was found in the 60 in ultra minibore extension set tubing when the patient noticed it leaking. While attempting to remove it, the syringe's luer-lock broke in half, and while attempting to remove the broken half from the hub, it broke a third time, creating a hole in the tubing hub. The following information was provided by the initial reporter: "pt noticed a leak from his IV tubing. When this rn assessed tubing, a crack was noticed at the end of the syringe tubing. When this rn attempted to removed syringe tubing from primary line, the luer lock part of the syringe tubing broke in half. Part of the luer lock stayed attached the hub of the primary tubing. When this rn attempted to removed the broken half of the luer lock from the hub, it broke a third time, which caused a hole & opening within the hub of the primary tubing. The tubing continued leaking & was determined contaminated at this point. Pt's PICC line immediately clamped & tubing removed from room. This rn placed primary & syringe tubing along with broken pieces in a pt belongings bag and was placed on the hook of nancy tena's office door. Clinical engineering was paged to pick up."